Manufacturer narrative:
The pump was received with missing segments on the display window due to faulty lcd driver. The displacement test and self-test were unable to be conducted due to missing segments. The pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they get vertical lines on the screen and cannot read the pump. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.